Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 80% stenosed proximal diagonal artery. Pre-dilatation was performed with a 1.5 x 8 mm unspecified balloon. A 2.75 x 18 mm xience v stent was implanted causing an edge dissection. The dissection was treated with another xience v stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.